Event description:
The patient was hospitalized in 2009 for an episode of acute nausea and vomiting with some hematemesis. This began with an episode of diarrhea without abdominal pain, followed by 6-7 incidents of vomiting. The patient continued to vomit in the emergency department. The patient was not experiencing any lightheadedness or dizziness; no abdominal pain, chest pain, or shortness of breath. This episode was consistent with previous exacerbations of his gastroparesis. The patient was admitted to the hospital for observation. The etiology of his nausea and vomiting was determined to be a result of his gastroparesis vs. Viral gastritis. The patient's gi bleeding was attributed to a mallory-weiss tear. The patient was treated with IV fluids and IV ppi's. After admission, the patient experienced no more vomiting. The patient's hemoglobin dropped a bit in relation to the IV fluid dilution. The patient resumed po intake and was doing fine. His diabetes mellitus was also poorly controlled. So his insulin was resumed, but he developed an episode of hypoglycemia. It was felt that this would be resolved with continued po intake by the patient. The patient was discharged home the next day, in improving condition and instructed to follow-up with his primary physician in one week.